Manufacturer narrative:
Updated information: b5 narrative updated.

Event description:
Clinical narrative: an impella 5.5 was inserted via the right axillary artery in a 50-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). Prior to device insertion, the patient¿s left ventricular ejection fraction (lvef) was reported at 25%. The patient required advanced hemodynamic and respiratory support, including veno-arterial extracorporeal membrane oxygenation (va-ECMO), inotropes, vasopressors, and mechanical ventilation for respiratory support, and was categorized as scai stage d cardiogenic shock. The impella 5.5 purge solution consisted of d5w with 25 meq sodium bicarbonate. During support, the patient experienced cardiac failure associated with low or obstructed pump flow. This occurred in the setting of severe cardiogenic shock with markedly reduced ventricular function and dependence on ECMO support, which may impact ventricular loading conditions and pump performance. The field representative responded, heart was akinetic from the code and once the heart started recovering the flows improved. Based on the information available, the reported event occurred in the context of the patient¿s critical underlying cardiac condition and complex hemodynamic instability. The patient¿s clinical course is consistent with the severity of the presenting cardiogenic shock and underlying myocardial dysfunction. The patient survived.

Manufacturer narrative:
Additional information received for d6 explant. Section d1 brand name corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the cardiac failure was not determined due to insufficient clinical details and no product returns. The cause of the low pump flow was determined to be most likely a result of patients condition.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d4 serial number was corrected.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Event description:
Clinician narrative an impella 5.5 was inserted via the right axillary artery in a 50-year-old male presenting with acute myocardial infarction complicated by cardiogenic shock (ami-cgs). Prior to device insertion, the patient¿s left ventricular ejection fraction (lvef) was reported at 25%. The patient required advanced hemodynamic and respiratory support, including veno-arterial extracorporeal membrane oxygenation (va-ECMO), inotropes, vasopressors, and mechanical ventilation for respiratory support, and was categorized as scai stage d cardiogenic shock. The impella 5.5 purge solution consisted of d5w with 25 meq sodium bicarbonate. During support, the patient experienced cardiac failure associated with low or obstructed pump flow. This occurred in the setting of severe cardiogenic shock with markedly reduced ventricular function and dependence on ECMO support, which may impact ventricular loading conditions and pump performance. Based on the information available, the reported event occurred in the context of the patient¿s critical underlying cardiac condition and complex hemodynamic instability. A comprehensive review of the available information did not identify evidence suggesting the device contributed to the reported clinical event, and the patient¿s course is consistent with the severity of the presenting cardiogenic shock and underlying myocardial dysfunction. The patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4: corrected UDI.